Event description:
Allegedly, the subject underwent a revision surgery on (B)(6) 2011 due to probable loosening of the acetabular component and heterotopic bone formation of the right hip. Component not revised: 12mm profemur renaissance femoral component with a standard flare / product ID: pls0s412 / lot#: 038546404.